Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user login failed due to authentication issues. A technical support specialist (tss) dialed into the station and reviewed the medication application debug log, identifying an error caused by invalid credentials. The customer was advised to engage hospital information technology team (hit) for access support. Following hit¿s assistance, the user was able to log in without issues, and the customer confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user was unable to authenticate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.